Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. However, failure analysis was not complete.

Event description:
It was reported that during a da vinci-assisted general surgical procedure, the large needle driver instrument needle was breaking off. The inserts that are on the jaws of the instrument were too old. The procedure was completed with no reported injury. Isi followed up with the initial reporter, but the customer has no additional information available.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large needle driver instrument was analyzed and found to have a severely bent grip tip. When the tips of the instrument grips are misaligned/bent, this issue would be visually detectable. Grip bending is related to the application of torque relative to the opening of the instrument grips. High loading of the tip with the grips open can cause damage to the grips, with longer grips being more susceptible to failure.

Event description:
Refer to h10/h11 for follow-up information.